Manufacturer narrative:
The reported no external power event is addressed under MFR # 2916596-2018-05271. Approximate age of device: 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on 01nov2018. The patient presented in clinic with sub-therapeutic inr, increased ldh and slightly increased power and flows. During the review of the log file a no external power alarm was noted while the patient was attached to the mobile power unit (mpu). The external backup battery (ebb) did engage during the event. It is unknown if the power cord came loose from the mpu or wall outlet. On (B)(6) 2018, the patient was admitted to the intensive care unit (ICU) and started a high dose asa and heparin drip. The account reported trending ldh, plasma free hgb and ua.

Manufacturer narrative:
Patient weight not provided. Manufacturer's investigation conclusion: no product was returned for evaluation. A direct correlation between the device and the reported elevated lactate dehydrogenase (ldh) could not be conclusively be established through this evaluation. Analysis of the log file revealed transient elevations in power and flow on (B)(6) 2018. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(4) and no additional events have been reported at this time. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.